Event description:
Reporter stated that his mother has been using the device with no issues for a year, but for the last six weeks, it has not been working, so mother resolved to using her portable oxygen device. Mom called (B)(6) but no one came out to assess the device and change the filter. His mom presented last week to the hospital and was diagnosed with bronchitis. Reporter stated that his mother's house has a leak and water is on the walls, causing mold. Reporter stated they got a new rental but (B)(6) would not allow the transfer of documents to that new company for a new device to be delivered. Reporter is worried the old device may have picked up mold and could be given to someone else to use.